Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e70 error alarm due to over written history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test due to motor error alarms. The insulin pump passed the displacement. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. Our visual inspection indicates that damage to lcd screen is a scratch not a crack as reported by user. No unexpected cracked reservoir window anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage and a21 alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the screen have a crack and reservoir window has a crack. The customer stated that the lower left and lower right of a display have crack.